Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, " dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 9 of 12 mdrs filed for the same event (reference 1825034-2014-05567 / 05578).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 9 of 14 mdrs filed for the same patient (reference 1825034-2014-05567 / 05538 and 2016-01939 / 01940). Product location unknown.

Event description:
It was reported in operative notes received that patient underwent a hip revision procedure approximately two (2) months post implantation due to dislocation and subsidence of the femoral component caused by loosening of competitor cables. During the procedure, the modular head was removed and replaced, and cement was used to secure the femoral component.

Event description:
It was reported that patient underwent a total hip arthroplasty with competitor products on an unknown date. Subsequently, patient was revised to a biomet total hip on (B)(6) 2013. Patient underwent a revision procedure on (B)(6) 2014 due to a femoral fracture, a fractured competitor plate and infection. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. On (B)(6) 2014 patient was revised due to dislocation and underwent irrigation and debridement due to infection.